Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. Device was received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Blood glucose value at the time of the alarm is unknown; last reading was 170 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.